Manufacturer narrative:
The event unit is not returning to applied medical for evaluation and no lot number was provided. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: bilateral lap adnex extirpation. Event description: gynaecologist was contacted because of alleged post-surgical bleeding in a patient where he used our eb210. The gynaecologist confirmed a post-surgical bleeding in a patient which underwent a bilateral adnex extirpation on january 18th. The patient developed complaints approximately one hour post-surgery, together with dropping hb levels. A post-surgical bleeding was considered and treated with one packed cell. The bleeding was stopped successfully with conservative treatment. The patient did not have to undergo surgery because of the post-surgical bleeding. The procedure was the first case where the gynaecologist used our voyant eb210. He is used to work with the [competitor device brand name]. He confirmed that both adnexae where "dry" and no bleeding was observed before the patient was closed at the end of the lap procedure. In hindsight, the gynaecologist felt that one seal, at a spot where he would not expect a bleeding, looked different as he is used to. That seal might have ruptured and potentially could have caused the bleeding according to him. He was not sure if it did but asked me to report it in any case. Type of intervention: patient was given 1 unit of packed cells. The bleeding was stopped successfully with conservative treatment. Patient status: patient was discharged.

Event description:
Procedure performed: bilateral lap adnex extripation. Event description: gynaecologist was contacted because of alleged post-surgical bleeding in a patient where he used our eb210. The gynaecologist confirmed a post-surgical bleeding in a patient which underwent a bilateral adnex extirpation on january 18th. The patient developed complaints approximately one hour post-surgery, together with dropping hb levels. A post-surgical bleeding was considered and treated with one packed cell. The bleeding was stopped successfully with conservative treatment. The patient did not have to undergo surgery because of the post-surgical bleeding. The procedure was the first case where the gynaecologist used our voyant eb210. He is used to work with the [competitor device brand name]. He confirmed that both adnexae where "dry" and no bleeding was observed before the patient was closed at the end of the lap procedure. In hindsight, the gynaecologist felt that one seal, at a spot where he would not expect a bleeding, looked different as he is used to. That seal might have ruptured and potentially could have caused the bleeding according to him. He was not sure if it did but asked me to report it in any case. Type of intervention: patient was given 1 unit of packed cells. The bleeding was stopped successfully with conservative treatment. Patient status: patient was discharged.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any manufacturing non-conformance that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.